Manufacturer narrative:
The pre-erosive zone was confirmed at one of several consultations that occurred in (B)(6) 2021. Device return is anticipated, but the device has not yet been received. #(B)(4).

Event description:
Right-side device explant due to confirmation of a pre-erosive zone in a proact patient. Patient's right-side was re-implanted with a new proact device.